Event description:
The patient underwent full revision surgery due to high impedance. The explant facility is known not to return any explanted devices. No additional relevant information has been received to date.

Event description:
It was reported that the patient had high impedance. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.